Manufacturer narrative:
Concomitant medical products: 188tc lead implanted: (B)(6) 2010 and dtba1d1 crt-d implanted: (B)(6) 2014. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and the pacing capture threshold in the lv (left ventricle) was high.the lv pace impedance was steady at approximately 441 ohms through (B)(6) 2016, then rose out of range by (B)(6) 2016. The lv capture threshold was steady at approximately 0.7 volts through (B)(6) 2016, then rose to 1.25 volts by (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) and superior vena cava (svc) portions of the high voltage lead both had an impedance spike. It was further noted that the left ventricular (lv) lead had high thresholds and impedance. The lv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.